Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device displayed monitor mode when the user attempted to select 360j in defib mode. The complainant indicated that there was no patient involvement in the reported malfunction.